Event description:
Covidien service center in (B)(6) received a report of a n-560 with no audio or pulse and alarms. The speaker was identified by the customer as defective.

Manufacturer narrative:
The n-560 was received and the no audio isolated to the speaker confirming the reported problem. Previous investigation of a speaker failure was reported in 2936999-2011-00039.